Event description:
On (B)(6) 2022, neotract was made aware of a successful prostatic urethral lift (pul) procedure that was performed on that day. No complications were noted during the case. It was reported that while changing the waste after the procedure, one of the medical staff was pricked by an exposed needle that was in the trash receptacle. The staff member received a blood work after the case. No additional information was reported for the staff member, and there was no patient impact reported.